Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ultimately reverted to manual injections for insulin therapy due to receiving alarm occlusions. The customer believes these alarm occlusions are faulty/incorrect and declined troubleshooting with tandem technical support and declined to provide further information.